Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed in problem description and attached photos. Replacement of the pressure transducer printed circuit board (pcb) solved the issue with internal leakage test and replacement of the o2 gas module solved the issue with flow transducer test. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced parts were the cause of the failure.

Event description:
During the inspection of the ventilator it was discovered that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cmh2o" and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).